Manufacturer narrative:
G4: 14feb2020 b4: (B)(6) 2020. A power management board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/24/2019.

Event description:
It was reported that the ventilator had a 12 v supply failed error. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Event description:
It was reported that the ventilator had a 12 v supply failed error. There was no patient involvement at the time of the reported issue.

Manufacturer narrative:
Date rec'd by MFR: 24oct2019. Date of report: 28oct2019. Information was received that there was no patient involvement at the time of the reported event. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the power management (pm) board to address the reported issue and the device passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.